Event description:
The labs chemistry analyzer began reporting low electrolyte values on (B)(6) 2024 around 1300. A faulty electrode was found to be the cause by a service engineer on 1.9.2024. Due to the decreased values reported, the patient received treatment listed below. -20 me x 3 daily of potassium. Ordering provider was notified and contact made with the patient by our chief nursing officer to confirm no adverse events occurred due to the treatment. Our deionization (di) / ion exchange water system was also serviced to ensure proper working condition. The laboratory director was also notified of the low electrolytes being reported on 1.11.2024.